Event description:
Boston scientific crm received info that the right ventricular (rv) lead was explanted as it was not capturing even with outputs set as high as 10 v at 2.0 ms. A new rv lead was successfully implanted.